Event description:
It was reported that during the revision procedure of the right atrial lead, the physician decided to add more slack to this right ventricular (rv) lead. Following the revision procedure, the patient experienced bradycardia and pain while pacing. Further review found the pacing impedance measurements had increased, but were still within normal limits. The lead exhibited loss of capture in both unipolar and bipolar mode. The presenting electrogram (egm) showed noisy signals, however these were not over sensed. An x-ray showed the rv lead was located near the patient's liver and had perforated the hear wall, with a possible pericardial effusion. The rv lead was successfully repositioned that same day. The lead remains in service. No additional adverse patient effects were reported. The rv lead was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is known inherent risk of device.